Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced a controller fault alarm.  The patient came into the clinic and their controller was exchanged.  During the exchange, the coordinator disconnected the controller from the patient and the no power alarm sounded.  The no power alarm was unable to be silenced with the pacifier or by holding down both the alarm mute' and scroll' buttons at the same time.  A battery was plugged back into the controller when the controller was not connected to the patient.  The controller fault alarm continued to sound despite not being connected to a patient.  The controller had to be wrapped in a blanket until the internal alarm died.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported controller fault alarms and the "no power" alarm was not able to be silenced. The controller (con308757) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. Log file analysis revealed three controller fault alarms of type sys_comm_fail logged on (B)(6) 2017. This type of controller fault alarm is indicative of communication failure between the pump motor controller (pmc) and the user interface controller (uic). The most likely root cause of the reported controller fault alarms can be attributed to a communication failure between the pump motor controller (pmc) and the user interface controller (uic). Additionally, analysis of data log files did not record data on (B)(6) 2017 from 06:11:03 and 08:59:19 hours; and two seconds later from 08:59:51 to 10:43:43 hours. This observation could be possibly due to a frozen uic, the frozen uic most likely contributed to the reported "no power alarm was not able to be silenced" as there was no communication between the uic and serial port or the controller's button. A possible root cause of reported "no power alarm was not able to be silenced" can be attributed to a frozen user interface controller at the time of the reported event. The "no power" alarm, however, was able to be silenced during the evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.